Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The patient presented to the outpatient clinic on (B)(6) 2023 for left leg pain that began the night prior, exacerbated with walking, and a cool left foot. He did not have a palpable femoral or dp pulse, concerning for evar limb occlusion, and was sent to the ed for cta and further evaluation. The cta showed thombosed left limb of the treo stent, ultimately requiring left femoral cutdown, thrombectomy, angioplasty and possible stenting. The patient was taken to the operating room (B)(6) 2023 directly from the emergency department where he underwent the following procedures: 1. Open thrombectomy of left limb of evar graft, left common iliac artery, left external iliac artery and left common femoral artery. 2. Revision/re-lining of left limb of evar graft with an endurant 16 mm x 80 mm graft limb 3. Stenting of the left common iliac and external iliac artery with a protege 12 mm x 40 mm self-expanding nitinol stent. 4. Aortogram and left iliac and common femoral artery arteriogram. At the conclusion of the case, the patient had regained a palpable common femoral and pedal pulse which was not present prior to the case. There were no complications. On (B)(6) 2023, he was sitting upright, able to walk without difficulty, and he was neurovascularly intact. The patient is not complaining of any pain at this time. Pertinent exam findings were abdomen - bowel sounds present, soft, nontender to deep palpation, nd, no pulsatile masses. Extremities exam revealed palpable femoral pulses and dp pulses bilaterally, feet are wwp. Patient to be sent home with 81mg asa and xarelto 5mg bid. During the procedure the following devices were used: 28-b2-30-100u - lot # 2009110027, 28-l2-13-100u - lot # 2104120194. Patient outcome - "the patient is scheduled for their next follow-up visit in (B)(6) 2023."